Event description:
A malfunction alarm labeled as malf 12 was reported by the customer. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the customer with information to reset the pump, and the malfunction did not recur after the reset. The customer was advised that they could continue to use the pump and to contact technical support again if any future issues arise.